Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed bsc ID#(B)(4)/ tw# (B)(4).

Event description:
It was reported that a seam tear occurred. Access was obtained via a femoral approach and a 14 isleeve introducer sheath was placed. At the end of the procedure during removal, it was noticed that one of the seams had completely torn. No patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the sheath and tip were microscopically examined. The tip is damaged. There is expansion on 2 of the 3 seams as expected with device usage. The sheath material was split/torn on the seam starting 17.2cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a seam tear occurred. Access was obtained via a femoral approach and a 14 isleeve introducer sheath was placed. At the end of the procedure during removal, it was noticed that one of the seams had completely torn. No patient complications were reported and the patient's status is fine.